Manufacturer narrative:
(B)(4). Other device used:catalog #00801802802, versys femoral head, lot #62682833 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to dislocation.

Manufacturer narrative:
No devices were returned for evaluation. A photograph of the explanted head and liner was provided. No evaluation possible using the photograph provided since the photograph is not clear. Device history record review did not find any deviations or anomalies. These devices are used for treatment. Product history search revealed no additional complaints for the part and lot combination of the head for dislocation. The head and liner are found to be compatible, however the compatibly of all the implants cannot be confirmed since the part and lot number of the shell and stem are unknown. Operative notes from (B)(6) 2014 were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Notes dated (B)(6) 2016 suggest that the patient previously had a spinal fusion, and then following that, the patient began to dislocate the hip posteriorly. The patient previously underwent a revision right total hip arthroplasty where a constrained liner was implanted. The constrained liner failed and the patient was revised by the surgeons partner. The patient reports that recently she has been nearly wheelchair-bound because of a pelvic fracture. Patient stood up from the wheelchair, went to twist, and felt the right hip dislocate. The notes confirm that the patient underwent dislocated revision right total hip arthroplasty, status post placement of a constrained liner on (B)(6) 2016. It was noted that during the procedure a large hematoma was found near the joint and a sample was sent for culture and sensitivity. It was also noted that there was some debris broken off from the posterior aspect of the liner consistent possibly with impingement. No evidence of corrosion or infection was noted. The locking ring was removed, and the liner was easily removed. A new liner and head were implanted. Patients adherence to rehabilitation protocol is unknown. A definite root cause for the reported dislocation cannot be determined with the information provided.